Event description:
The customer complained that a lower than expected vitros psa result was obtained from a single quality control sample run on a vitros 5600 integrated system. Vitros psa result = 1.405 ng/ml vs. Expected result = 2.2 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action. No patient samples were reported as being similarly affected and there were no allegations of harm as a result of the events described. However, the investigation cannot conclude that patient samples would not be affected if the event were to recur undetected. (B)(4).

Manufacturer narrative:
The investigation determined that a lower than expected vitros psa result was obtained from a single quality control sample run on a vitros 5600 integrated system. The most likely root cause for the lower than expected vitros psa result was considered to be an unexpected analyzer event; however, the possibility that the use of a specific quality control preparation had contributed to the result could not be ruled out entirely. There was no evidence found to suggest the vitros psa lot 3180 reagents had malfunctioned.